Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type catheter product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving baclofen (1000mcg/ml at 135 mcg/day) via an implantable pump for unknown indication. It was reported that the patient had a fall and landed on or near pump implant site (unrelated). Therapy efficacy decreased as the patient experienced increased pain symptoms and the pump pocket site was swollen with unknown fluid. The pocket site was drained during revision surgery. A dye study was performed, the catheter was patent and the dye reached its intended target in the spine with no visible leaking under fluoroscopy. Upon visual inspection the surgeon noticed a possible leak at the pump connector port. As a precaution the physician elected to replace the pump segment of the catheter along with the connector pin. The catheter was again confirmed to be patent with good cerebrospinal fluid (csf) flow. The dye study and catheter revision were successful. The issue was resolved at the time of the report. The healthcare manufacture (hcp) had no further information for the manufacturer.